Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient's husband reported right side rupture and exchange from textured to smooth device due to the patient concern of the implant. Device has been explanted.

Event description:
Patient's husband reported right side rupture and exchange from textured to smooth device due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b6, b7, d9, h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, b6, d1, d4, g2, g4, h4, h6.

Event description:
Patient later confirmed right side rupture. Healthcare professional later confirmed rupture. Device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: